Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i chemistry analyzer. The fse observed bubbles causing noise on the sodium electrode. The fse replaced the carbon dioxide membrane and the sodium reference electrode, and the carbon bridge at the request of the customer which resolved the issue. Patient information: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned high sodium (na) and chloride (cl) patient results generated on their dxc 600i clinical chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.